Event description:
It was reported to boston scientific corporation that a spyscope ds ii catheter was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the image of the spyscope ds ii catheter was lost approximately 5 minutes after connecting into the controller. The procedure was rescheduled on another day and it was reported that another spyscope ds ii catheter was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.